Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes gave an erroneous result. The following information was provided by the initial reporter: "I have contacted the director of the laboratory and he confirms that he has some other cases of which he will give me the same information, although his concern is focused on being able to determine how much this tube 366468 can be giving altered false results of increase, since it could be giving results as "normal" (3.5) and could be pathological because it is actually lower (2.5) than reported. "